Event description:
The pump had a full reservoir "at the time of emptying." A dye study and rotor study were done. The results were not reported. The pump was explanted and replaced due to being "non functional."